Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic period') in a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyps. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant), tendonitis ("tendinitis"), headache ("headache"), fatigue ("intense fatigue"), pain in extremity ("painful legs"), limb discomfort ("heavy legs"), eye irritation ("burning eyes"), amnesia ("memory loss") and aphasia ("muddling my words"). At the time of the report, the menorrhagia, tendonitis, headache, fatigue, pain in extremity, limb discomfort, eye irritation, amnesia and aphasia outcome was unknown. The reporter considered amnesia, aphasia, eye irritation, fatigue, headache, limb discomfort, menorrhagia, pain in extremity and tendonitis to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-jan-2020. The most recent information was received on 04-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic period') in a female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polyps. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant), tendonitis ("tendinitis"), headache ("headache"), fatigue ("intense fatigue"), pain in extremity ("painful legs"), limb discomfort ("heavy legs"), eye irritation ("burning eyes"), amnesia ("memory loss") and aphasia ("muddling my words"). At the time of the report, the menorrhagia, tendonitis, headache, fatigue, pain in extremity, limb discomfort, eye irritation, amnesia and aphasia outcome was unknown. The reporter considered amnesia, aphasia, eye irritation, fatigue, headache, limb discomfort, menorrhagia, pain in extremity and tendonitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic period [bleeding menstrual heavy] tendinitis [tendinitis] headache [headache] intense fatigue [fatigue] painful legs [pain legs] heavy legs [heaviness in limbs] burning eyes [burning eyes] memory loss [memory loss] muddling my words [word finding difficulty] dysmenorrhoea [dysmenorrhoea] endouterine polyps [uterine polyp] perimenopausal bleeding [postmenopausal bleeding] hyperplasia [hyperplasia] pelvic pain [pelvic pain female] joint pain [joint pain] onset of burning skin [burning skin] hair loss [hair loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 09-jan-2020. The most recent information was received on 06-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic period") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polyps. On (B)(6)-2008, the patient had essure inserted. In (B)(6) 2008 she experienced heavy menstrual bleeding (seriousness criterion intervention required), tendonitis ("tendinitis"), headache ("headache"), fatigue ("intense fatigue"), pain in extremity ("painful legs"), limb discomfort ("heavy legs"), eye irritation ("burning eyes"), amnesia ("memory loss") and aphasia ("muddling my words"). On unknown date she experienced dysmenorrhoea ("dysmenorrhoea"), uterine polyp ("endouterine polyps"), postmenopausal haemorrhage ("perimenopausal bleeding"), hyperplasia ("hyperplasia"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), skin burning sensation ("onset of burning skin") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2020. At the time of the report, the heavy menstrual bleeding, headache, fatigue, arthralgia, skin burning sensation and alopecia had not resolved. The outcomes for tendonitis, pain in extremity, limb discomfort, eye irritation, amnesia, aphasia, uterine polyp, postmenopausal haemorrhage, hyperplasia and pelvic pain were unknown. The reporter considered amnesia, aphasia, eye irritation, fatigue, headache, heavy menstrual bleeding, limb discomfort, pain in extremity and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, uterine polyp, postmenopausal haemorrhage, hyperplasia, pelvic pain, arthralgia, skin burning sensation or alopecia. The reporter commented: excerpt from the letter from the institute of histopathology to dr dated (B)(6)2019. I saw patient again and we discussed the treatment to be carried out on her uterus with a small polyp, perimenopausal. Due to her history of multiple surgeries, I think it is better to be conservative and I suggested an operative hysteroscopy to her which we will perform on (B)(6)2020. Diagnostic results (normal ranges are provided in parenthesis if available): [electrooculogram] (date unknown): 1/ examination of the median nerve in the carpal tunnel is normal 2/ examination of the ulnar nerve does not reveal any entrapment syndrome in guyon's canal or in the elbow 3/ examination of the sensory branch of the radial nerve is normal in speed and amplitude the douleur neuropathies 4 [neuropathic pain 4] (dn4) score is 5/10 [hysteroscopy] (date unknown): this is a 50-year-old female patient who presented with several episodes of pain and perimenopausal bleeding. Ultrasound is suggestive of polyps. Hysteroscopic confirmation. ...confirmation of the presence of 2 polyps of. Of narrow implantation, appearing perfectly regular, associated with moderate hyperplasia. Discuss alternative hysterectomy-hysteroscopy, in a patient who has presented with moderate pelvic pain. [Ultrasound scan] on (B)(6)2017: no detectable utero-endometrial abnormality or ovarian abnormality. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new events uterine polyps, dysmenorrhea, perimenopausal bleeding, hyperplasia, pelvic pain female, joint pain, burning skin, hair loss, were added. Lab data updated. Essure removal date & action taken with drug added. Case comments: based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic period [bleeding menstrual heavy] tendinitis [tendinitis] headache [headache] intense fatigue [fatigue] painful legs [pain legs] heavy legs [heaviness in limbs] burning eyes [burning eyes] memory loss [memory loss] muddling my words [word finding difficulty] dysmenorrhoea [dysmenorrhoea] endouterine polyps [uterine polyp] perimenopausal bleeding [perimenopausal symptoms] hyperplasia [hyperplasia] pelvic pain [pelvic pain female] joint pain [joint pain] onset of burning skin / the appearance of burnt skin in the armpits [burning skin] hair loss [hair loss] abdominal pain [abdominal pain] neurological issues [neurological disorder nos] irregular menstrual cycle [irregular menstrual cycle] adenomyosis [adenomyosis] second tube 6.5 cm long no essure [device dislocation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 09-jan-2020. The most recent information was received on 13-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic period") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polyps. On 2(B)(6)2008, the patient had essure inserted. In (B)(6) 2008 she experienced heavy menstrual bleeding (seriousness criterion intervention required), tendonitis ("tendinitis"), headache ("headache"), fatigue ("intense fatigue"), pain in extremity ("painful legs"), limb discomfort ("heavy legs"), eye irritation ("burning eyes"), amnesia ("memory loss") and aphasia ("muddling my words"). Essure was removed on (B)(6)2020. On unknown date she experienced dysmenorrhoea ("dysmenorrhoea"), uterine polyp ("endouterine polyps"), menopausal symptoms ("perimenopausal bleeding"), hyperplasia ("hyperplasia"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), skin burning sensation ("onset of burning skin / the appearance of burnt skin in the armpits"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), nervous system disorder (" neurological issues"), menstruation irregular ("irregular menstrual cycle"), adenomyosis ("adenomyosis") and device dislocation ("second tube 6.5 cm long no essure"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the heavy menstrual bleeding, headache, fatigue, arthralgia, skin burning sensation and alopecia had not resolved. The outcomes for tendonitis, pain in extremity, limb discomfort, eye irritation, amnesia, aphasia, uterine polyp, menopausal symptoms, hyperplasia, pelvic pain, abdominal pain, nervous system disorder, menstruation irregular, adenomyosis and device dislocation were unknown. The reporter considered amnesia, aphasia, eye irritation, fatigue, headache, heavy menstrual bleeding, limb discomfort, pain in extremity and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, uterine polyp, menopausal symptoms, hyperplasia, pelvic pain, arthralgia, skin burning sensation, alopecia, abdominal pain, nervous system disorder, menstruation irregular, adenomyosis or device dislocation. The reporter commented: excerpt from the letter from the (B)(6) to dr dated (B)(6)2019 I saw patient again and we discussed the treatment to be carried out on her uterus with a small polyp, perimenopausal. Due to her history of multiple surgeries, I think it is better to be conservative and I suggested an operative hysteroscopy to her which we will perform on (B)(6)2020. Discrepancy noted in essure insertion date: (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): [electrooculogram] (date unknown): 1/ examination of the median nerve in the carpal tunnel is normal. 2/ examination of the ulnar nerve does not reveal any entrapment syndrome in guyon's canal or in the elbow. 3/ examination of the sensory branch of the radial nerve is normal in speed and amplitude the douleur neuropathique 4 [neuropathic pain 4] (dn4) score is 5/10. [Hysteroscopy] (date unknown): this is a 50-year-old female patient who presented with several episodes of pain and perimenopausal bleeding. Ultrasound is suggestive of polyps. Hysteroscopic confirmation. ...confirmation of the presence of 2 polyps of .. Of narrow implantation, appearing perfectly regular, associated with moderate. Hyperplasia. Discuss alternative hysterectomy-hysteroscopy, in a patient who has presented with moderate pelvic pain [pathology test] on (B)(6)2020: first tube 7.5 cm long. One essure found. Second tube 6.5 cm long no essure. Microscopic. Analysis showed two tubes with lumens still bordered by regularly arranged fringes with ciliated cylindrical surface epithelium. Underlying chorion mildly congested. Histological appearance the same for both tubes. Subtotal hysterectomy without appendix: the resection specimen weighs 69 g. Its size is 5 x 5 3.5 mm. Essure located at one of the horns. Under the microscope, we found fragments of endometrium, mostly abraded. Myometrium quiescent where persistent. On the part, we found further large foci of adenomyosis. No fibroleiomyoma. [Smear cervix] on (B)(6)2012: no intraepithelial or malignant lesion (negative for intraepithelial lesion or malignancy (nil/m)) - good epithelial growth - junctional reshaping - no dysplastic or malignant tumour cells. [Ultrasound scan] on (B)(6)2017: no detectable utero-endometrial abnormality or ovarian abnormality. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new events adenomyosis, menstruation irregular, device dislocation, neurological disorder & abdominal pain were added. Lab data including surgical pathology report has been added. Reporter causality comment updated with essure insertion date discrepancy. (B)(6)2025: health authority reference number cancelled. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic period [bleeding menstrual heavy] tendinitis [tendinitis] headache [headache] intense fatigue [fatigue] painful legs [pain legs] heavy legs [heaviness in limbs] burning eyes [burning eyes] memory loss [memory loss] muddling my words [word finding difficulty] dysmenorrhoea [dysmenorrhoea] endouterine polyps [uterine polyp] perimenopausal bleeding [perimenopausal symptoms] hyperplasia [hyperplasia] pelvic pain [pelvic pain female] joint pain [joint pain] onset of burning skin / the appearance of burnt skin in the armpits [burning skin] hair loss [hair loss] abdominal pain [abdominal pain] neurological issues [neurological disorder nos] irregular menstrual cycle [irregular menstrual cycle] adenomyosis [adenomyosis] second tube 6.5 cm long no essure [device dislocation] urinary tract infection [urinary tract infection] concentration disorders [concentration impairment] I can no longer walk more than one hour [difficulty in walking]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 09-jan-2020. The most recent information was received on 25-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic period") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polyps. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008 she experienced heavy menstrual bleeding (seriousness criterion intervention required), tendonitis ("tendinitis"), headache ("headache"), fatigue ("intense fatigue"), pain in extremity ("painful legs"), limb discomfort ("heavy legs"), eye irritation ("burning eyes"), amnesia ("memory loss") and aphasia ("muddling my words"). Essure was removed on (B)(6)2020. On unknown date she experienced dysmenorrhoea ("dysmenorrhoea"), uterine polyp ("endouterine polyps"), menopausal symptoms ("perimenopausal bleeding"), hyperplasia ("hyperplasia"), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), skin burning sensation ("onset of burning skin / the appearance of burnt skin in the armpits"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), nervous system disorder (" neurological issues"), menstruation irregular ("irregular menstrual cycle"), adenomyosis ("adenomyosis"), device dislocation ("second tube 6.5 cm long no essure"), urinary tract infection ("urinary tract infection"), disturbance in attention ("concentration disorders") and gait disturbance ("I can no longer walk more than one hour"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the disturbance in attention had resolved and the heavy menstrual bleeding, headache, fatigue, arthralgia, skin burning sensation, alopecia and gait disturbance had not resolved. The outcomes for tendonitis, pain in extremity, limb discomfort, eye irritation, amnesia, aphasia, uterine polyp, menopausal symptoms, hyperplasia, pelvic pain, abdominal pain, nervous system disorder, menstruation irregular, adenomyosis, device dislocation and urinary tract infection were unknown. The reporter considered amnesia, aphasia, disturbance in attention, eye irritation, fatigue, gait disturbance, headache, heavy menstrual bleeding, limb discomfort, pain in extremity, tendonitis and urinary tract infection to be related to essure administration. No causality assessment was received for essure with regard to dysmenorrhoea, uterine polyp, menopausal symptoms, hyperplasia, pelvic pain, arthralgia, skin burning sensation, alopecia, abdominal pain, nervous system disorder, menstruation irregular, adenomyosis or device dislocation. The reporter commented: excerpt from the letter from the institute of histopathology to dr dated (B)(6)2019 I saw patient again and we discussed the treatment to be carried out on her uterus with a small polyp, perimenopausal. Due to her history of multiple surgeries, I think it is better to be conservative and I suggested an operative hysteroscopy to her which we will perform on (B)(6)2020. Discrepancy noted in essure insertion date: (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): [electrooculogram] (date unknown): 1/ examination of the median nerve in the carpal tunnel is normal 2/ examination of the ulnar nerve does not reveal any entrapment syndrome in guyon's canal or in the elbow 3/ examination of the sensory branch of the radial nerve is normal in speed and amplitude the douleur neuropathique 4 [neuropathic pain 4] (dn4) score is 5/10 [hysteroscopy] (date unknown): this is a 50-year-old female patient who presented with several episodes of pain and perimenopausal bleeding. Ultrasound is suggestive of polyps. Hysteroscopic confirmation. ...confirmation of the presence of 2 polyps of .. Of narrow implantation, appearing perfectly regular, associated with moderate hyperplasia. Discuss alternative hysterectomy-hysteroscopy, in a patient who has presented with moderate pelvic pain [pathology test] on (B)(6)2020: first tube 7.5 cm long. One essure found. Second tube 6.5 cm long no essure. Microscopic analysis showed two tubes with lumens still bordered by regularly arranged fringes with ciliated cylindrical surface epithelium. Underlying chorion mildly congested. Histological appearance the same for both tubes. Subtotal hysterectomy without appendix: the resection specimen weighs 69 g. Its size is 5 x 5 3.5 mm. Essure located at one of the horns. Under the microscope, we found fragments of endometrium, mostly abraded. Myometrium quiescent were persistent. On the part, we found further large foci of adenomyosis. No fibroleiomyoma. [Smear cervix] on (B)(6)2012: no intraepithelial or malignant lesion (negative for intraepithelial lesion or malignancy (nil/m)) - good. Epithelial growth - junctional reshaping - no dysplastic or malignant tumour cells. [Ultrasound scan] on (B)(6)2017: no detectable utero-endometrial abnormality or ovarian abnormality. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: upon receipt of new follow up it was found to be argus cases (B)(4) are found to be each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters, events (uti, gait disturbance & disturbance in attention) & all relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00174). Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.